Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel globules was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel globules, clogged instrumentation, and erroneous results was not observed. 4 retained samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. None of 4 tubes produced the globules. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results and oil gel globules) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel globules based on photos only. The complaint was unable to be confirmed for erroneous results and clogged instrument. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that the gel was smearing in bd vacutainer® sst¿ ii advance plus blood collection tubes and caused clogging with the instrument. Due to this, erroneous low results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the problem is that after a centrifugation of 15 minutes at 4000 rpm (different times between 5 and 20 minutes have been tried), small gel beads can be observed in the supernatant, which clog the sample pipettes of the analytical equipment. The analyzers use minimum pipetting volumes, as in the case of glucose where it takes 2 ul, the presence of these beads makes the values of the determinations aberrantly low, and they produce a continuous clogging of the analyzer sample pipette, reaching having to replace it, with all that this implies. It is worth mentioning that the storage temperature in our laboratory is in the range of 18 to 20 degrees c.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel was smearing in bd vacutainer® sst¿ ii advance plus blood collection tubes and caused clogging with the instrument. Due to this, erroneous low results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the problem is that after a centrifugation of 15 minutes at 4000 rpm (different times between 5 and 20 minutes have been tried), small gel beads can be observed in the supernatant, which clog the sample pipettes of the analytical equipment. The analyzers use minimum pipetting volumes, as in the case of glucose where it takes 2 ul, the presence of these beads makes the values of the determinations aberrantly low, and they produce a continuous clogging of the analyzer sample pipette, reaching having to replace it, with all that this implies. It is worth mentioning that the storage temperature in our laboratory is in the range of 18 to 20 degrees c.